Manufacturer narrative:
Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer representative (rep). It was reported that the rep met with the patient on (B)(6) 2019 to perform a physician mode reset. A successful physician mode reset was performed, but the rep was only able to get 0 - 2 coupling bars. The rep used the antenna locate feature and got 58 - 82. The patient charged up the ins and met with a rep on (B)(6) 2018. The patient was still only able to get 2 coupling bars, so an x-ray was taken. It was determined that the patient's ins was flipped in the pocket. The hcp was able to correctly flip the ins back in the office and the patient was able to charge with 8 coupling bars. No further complications are anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the a manufacture representative reiterated that the patient had fallen in (B)(6) and was in hospital/rehab for 2 months, during which time they were unable to charge the ins. The patient fell again in (B)(6) and was feeling pain at their ins site (left buttock) that radiates down their leg. The patient has not been able to charge the ins since (B)(6) and their ins was likely in overdischarge. The rep was to meet with the patient on (B)(6) 2019 to address the issue. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer and a manufacturer representative regarding a patient who was implanted with a neurostimulator for spinal pain. In (B)(6) 2018 the patient had an unrelated fall. It was confirmed that they received therapy after the fall. The fall occurred during a rehab stay where the patient did not have their external equipment. The patient felt pain in rehab that they thought was a bruise. The patient was released from rehab on (B)(6). It was reported that the patient had a fall when a shower chair collapsed on (B)(6) 2018. After the fall the patient had pain around the implant site and therapy was not working. The patient worked with a hcp to get it to work but the issue was not resolved. It was confirmed by a manufacturer representative that they would be following up with the patient and scheduling an appointment at the hcp office. No further complications were reported.